Event description:
The user experienced an ongoing issue with linearity results for ck not recovering within expected linearity range. The ck level 1 target was 11.39 u per l and recovered 5, 6 and 6 u per l with a mean of 6.00 u per l. No patients adversely affected by this issue.

Manufacturer narrative:
The technical service representative evaluated a new set of linearity material for ck, and determined the linearity calculation differed when using two different methods for calculation, the ep evaluator and (B) (4). It was noted evaluation of the new set of linearity material produced data using ep evaluator which indicated acceptable linearity. Calibration, and controls were run to verify analyzer performance.